Event description:
It was reported that stent dislodgement occurred. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the stent became dislodged during the procedure. The patient remained stable. Additional information has been requested but none has been provided.